Event description:
It was reported that during a da vinci hysterectomy procedure, the tips of the prograsp forceps instrument would not open. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and exposed on the outside of the pulley. Yaw motion was non-intuituve as a result. The other cables at the wrist were not damaged. Failure analysis investigation also found various scratch marks with light material removal at the distal end of the main tube. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed found during failure analysis investigation could likely cause or contribute to an adverse event, if to recur.